Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2025-111700. This report was submitted as a correction report of the previously submitted report which reported the reporter country as romania when it is actually slovakia. The 501k number has also been corrected.

Event description:
A bipap auto series device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, dust/dirt was found inside the device and the service technician confirmed that error code(s) 61, 66, 19, 7, 53, 55 and 65 was present. The device was scrapped by the service center after the evaluation was completed. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.